Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective pain relief on the right side of her system. Manufacturing representative was not able to reprogram effective pain relief for the patient. Surgical intervention is pending.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing ineffective stimulation. The patient was only receiving left side coverage since getting the perm. Programming was tried but did not resolve the issue. The patient had discussed having a revision. As of 09 may 2023, the patient had not been scheduled for surgery. The rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.